Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): use in a moderately calcified vessel. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot is forthcoming. A follow-up report will be submitted with all relevant information. Device #1 starclose se is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The device was not returned. It should be noted that the patients history of peripheral vascular disease may have played a role in the experienced event. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The reported use of starclose device in a calcified artery is not consistent with the IFU. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. The customer reported the device was discarded. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted bilateral arteriotomy closure of moderately calcified left and right common femoral arteries after an iliac stenting procedure. Reportedly, prior to the bilateral starclose se device deployment, difficulty was encountered inserting the procedural sheath into the vessel. After clip deployment in the lcfa and rcfa, bleeding continued. Manual compression was applied to both arteries to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.